Event description:
Medtronic received information that prior to use (during inspection, before opening the package) of a mc2 two stage venous cannulae and a eopa arterial cannulae, it was reported a foreign material contamination (black dot). There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of fm inside the device. The device was removed from the package and the fm was found to be loose inside the cannula. Reason for return was confirmed. Additional information b5. Medtronic received additional information that the sterile barriers were still sealed when fm was identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that prior to use (during inspection, before opening the package) of two mc2 two stage venous cannulae and one eopa arterial cannula, it was reported that a foreign material contamination (black dot) was observed. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the sterile barriers were still sealed when fms were identified. Correction d4: unique identifier (UDI) # format updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.